Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18493203/18493264. Product family: scs-ipg-r, upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 18432514.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead placement. It was also noted that the ipg was no longer holding a charge. The patient underwent a revision procedure wherein the existing leads were adjusted to obtain more pain coverage and an additional lead was implanted. The ipg was also replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.